Manufacturer narrative:
Retained testing, batch record review, and a complaint review were performed. All results were satisfactory. Customer's concern was not confirmed. (B)(4).

Event description:
Customer reported that an antibody screen was performed with a patient sample with no previous history of anti-d when tested in gel, and again the results were negative in gel. Since the customer had recently obtained a competitor's instrument, the sample was also tested on that instrument. Results obtained from the instrument indicated 3+ reactivity with their screening cells. As part of troubleshooting, a second lot of gel was also tested and no reactivity was observed with that sample. Customer later identified an anti-d using competitor cells. Another sample from this patient was received 10 days later and tested in both gel and on the instrument. Reactivity was observed in both gel (2+) and on the instrument (3+) with this sample. The same lot of gel cards used as part of the original troubleshooting was used. Sample was tested in tube/peg and 2+ reaction noted. The patient's dat was negative.